Manufacturer narrative:
Correction: this field was initially marked only as an adverse event, but should have been marked as adverse event and product problem. Lot # now provided.manufacture date now provided.evaluation of suspect part finds that the lower joint of the guide does not lock down completely allowing some movement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was confirmed to be fully functional. As previously reported on 3500a followup-1, the reported issue was caused by the returned instrument.

Manufacturer narrative:
Device lot number, or serial number, not available. (B)(4). Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. (B)(4) 2014 a medtronic representative, following-up at the site, reported that one of the screws on the precision aiming device could not be tightened properly. There has been no report to indicate a second procedure was required to obtain a valid sample. Software investigation completed. Findings indicates that one of the screws on the precision aiming device cannot be fully tightened. This is not a software issue. Software is functioning as designed. RMA issued. Replacement biopsy guide shipped to site (B)(4) 2014. Suspect part not returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon alleged an inaccuracy; the surgeon was using a vertek arm. The surgeon successfully registered the patient with an error metric of 1.4 and verified accuracy at this point. Accuracy was verified multiple times throughout the change-over to a sterile field and before navigating. The surgeon locked trajectory, set the tip-stop point on the biopsy needle and instruments were tracking normally. The surgeon took a sample, and pathology reported negative for any cancerous tissue. The surgeon attempted five times, however, did not retrieve a positive tissue sample. The surgeon completed the procedure with the use of the navigation system. There was no harm to the patient reported.

Manufacturer narrative:
Situational analysis conducted. Probable root causes for the biopsy guide malfunction were identified as: design does not provide for disassembly of the device for cleaning and sterilization. If the part is disassembled, pieces such as the washer could be lost and/or the part may not be reassembled correctly. It may be difficult for the user to determine when the lower rotation joint is locked in place. Some users also may not be able to apply sufficient torque to completely lock the movement of the lower rotation joint.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.